Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, a stylet could not be removed from the lead. The lead was removed and not used. No patient consequences were reported.

Manufacturer narrative:
Normal analysis. Analysis of the lead did not find any anomalies.